Event description:
Baxter service ctr in japan reports leak in cassette of homechoice set during use for automated peritoneal dialysis therapy. Leak was identified by service center when moisture was noted in pneumatic area of returned homechoice device. No pt injury was reported at time of device return.